Event description:
It was reported that the patient received inappropriate shocks due to oversensing, and there was an alert for noise. The device remains in use with continued monitoring. No further patient complications have been reported as a result of this event. Upon further review, there were no inappropriate shocks due to oversensing.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing, and there was an alert for noise. The device remains in use with continued monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: a supplemental correction report is being submitted to redact report #6000094000-2012-00321. The device was inadvertently submitted under the medical device reporting regulations, as there is no complaint on the device. There is no indication of the failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications, thus there is no complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.